Event description:
During the second line issue, the line was running fluids but was not being actively flushed when the leak was discovered.

Manufacturer narrative:
Two occurrences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2020-00085. We received one faulty catheter as a sample and one sterile packed product. The faulty sample had been shortened (cut) at approx. 29,5 cm from distal (approx. 5,3 cm distal the wing). When flushing the catheter using the orange hub it leaked at the junction of catheter tube and wing. Microscopic examination revealed that the catheter tube had been partially torn out of the wing. The fracture plane shows rough and uneven surface. These are typical signs for high tensile force. We also tested the sterile sample and flushed it with water and air, as expected, no leak was found. The following situations may result in a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. This can place stress on the line resulting in a tensile fracture. Routine care - lifting the baby to change bedding can stress the line. Movement - the baby can unintentionally catch the line, normally with a foot during movement resulting in stress on the line. Use of disinfectants - although the customer used water-based chlorhexidine, it is important to note that it is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. A review of the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests are performed after product is packaged. This is the very first complaint for batch 8023305 and the 10th regarding a leaking catheter tube on code 4g07002037 within the last three years. Most of them have no sample and others are not related to the manufacturing problem. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: based on the investigation, there are no indications for a manufacturing fault. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Manufacturer narrative:
Two occurrences of this malfunction were reported to vygon, the details of the other can be found in MDR: 2245270-2020-00085. Affected device was returned to vygon for evaluation as part of the complaint investigation. The reuslts of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
During the second line issue, the line was running fluids but was not being actively flushed when the leak was discovered.